Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had exhibited loss of capture on the left ventricular (lv) lead. Additionally, the right ventricular (rv) lead exhibited high pacing impedance measurements and high threshold with intermittent capture. Subsequently, a revision procedure was performed. During the explant of the device, when the device was being removed from the pocket it was noted the lv lead was fractured at the header. The device was explanted and replaced, and the lv and rv lead were surgically abandoned. The device and the broken lead will be sent back for device analysis. No additional adverse patient effects were reported.